Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to perpetual rebooting occurred automatically. Opened receiver, detached u1 pcba and was able to retrieve receiver download finding receiver rebooted and did not recover after automatic shutdown. Internal visual inspection was performed and failed due found moisture damage. The allegation was confirmed. The probable cause was moisture damage. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.